Event description:
It was reported to medtronic minimed that the customer was unable to sign in to carelink personal via guardian application after that account was logged out due to inactivity. The customer reported no adverse event. The event involved product(s) mmt-8201. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The software support's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Logs analysis did not confirm the issue to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: it appears the patient is uploading daily through the guardian application everyday. To test, I would advise the patient to try the following: confirm the guardian application is not being backed up to samsung or google cloud storage wipe the application cache restart the device attempt to login again no logs or evidence of carelink fault. Helpline reported issue resolved and that they reached out to the customer, advised the recommended steps, but still the customer unable to use the app on this mobile device as it has been removed from compatibility list. Customer currently using mobile device which is not being listed on compatibility tool, its not being tested, but app is working for now, however advised we cannot guarantee functionality on mobile device which is not being tested. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_q. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.